Event description:
Additional information received that the pat rep said that the desk top charger did not resolve the issue. If desktop charger isn't plugged into recharger the recharger will not work. Sent email to repair to request a recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(6), ubd, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's (pt) representative (rep) regarding an external device. The caller reported that around a year ago they noticed the recharger battery was malfunctioning. The caller explained that the recharger would not power on after they unplugged the desktop charger (dtc), but they confirmed the recharger powered on and allowed the patient to charge their ins as long as they kept the dtc connected to the recharger. The caller confirmed the recharger indicated it was trying to charge when the dtc was plugged in. No damage was found. The issue was not resolved. An email was sent to the repair department to replace the dtc. Agent advised the caller to call back if the issue were to persist with the replacement dtc.